Event description:
It was reported that both knees have stryker total replacement devices implanted. Right knee surgery was (B)(6) 2011, no medical issues. Left knee surgery was (B)(6) 2012, no medical issues. The patient, age (B)(6), six (6) months after stryker total replace device was implanted. Patient fell at her home the end of (B)(6) 2012 on both knees then on her left shoulder. After patient fall on left and right knees, she experienced continuous pain in both knees when trying to stand in an upright position. Patient sought medical help from an orthopedic surgeon who scheduled many tests over several months. The surgeon ordered a bone scan of both knees only to find something seriously wrong with the left knee cap, the right knee cap showed some evidence of a milder knee cap injury. The orthopedic surgeon performed revision surgery, (B)(6) 2013, on the patient¿s left knee to find that the insert was broken into two pieces. The surgeon replaced the insert piece(s) and stapled the incision closed. The patient spent 2 ½ days in the hospital and now receiving home care visits from a registered nurse and a physical therapist so she will be able to walk without continuous pain in both knees.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left stryker knee (B)(4). It was noted that the device is not available for evaluation as it remains in patient control. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding fracture of the patella after a fall involving a triathlon symmetric patella was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that both knees have stryker total replacement devices implanted. Right knee surgery was (B)(6) 2011, no medical issues. Left knee surgery was (B)(6) 2012, no medical issues. The patient, age (B)(6), six (6) months after stryker total replace device was implanted. Patient fell at her home the end of (B)(6) 2012 on both knees then on her left shoulder. After patient fall on left and right knees, she experienced continuous pain in both knees when trying to stand in an upright position. Patient sought medical help from an orthopedic surgeon who scheduled many tests over several months. The surgeon ordered a bone scan of both knees only to find something serious wrong with the left knee cap, the right knee cap showed some evidence of a milder knee cap injury. The orthopedic surgeon performed revision surgery, (B)(6) 2013, on the patient's left knee to find that the insert was broken into two pieces. The surgeon replaced the insert piece(s) and stapled the incision closed. The patient spent 2 1/4 days in the hospital and now receiving home care visits from a registered nurse and a physical therapist so she will be able to walk without continuous pain in both knees.